Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a cassette line that came apart from the bag and leaked. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: the leak was caused by not tightening the connection to the bag properly then during therapy the line separated from the pressure. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error, incomplete connection.